Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who administered a glucose shot to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.